Manufacturer narrative:
(B)(4). Device evaluation summary: it was received 9 ea intact complaint reference sample from customer for code nw2303 lot t8003. The impacted actual sample foils were not returned for analysis. The foil packs were inspected under magnification for any damage and showed a multitude of wrinkles over the all 9 foils. 05 ea of reference sample foils tested for knot pull test along with visual inspection of complaint sample foil pack. No defects were observed on the opened part of the sealing area. Returned needles were inspected with magnification and no any defect was observed. Five retain samples of incident code nw2303 and lot number t8003 along with received 05ea of complaint reference sample were taken for analysis. The primary packs of retain samples as well as reference sample were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. Retain sample analysis: as the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples and the retain sample was found to meets the usp average knot pull tensile strength requirement. Complaint reference sample: knot pull value obtained for reference samples provided by customer. Retain as well as reference sample average as well as individual knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of nw2303/t8003 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement.

Event description:
It was reported that a patient underwent a gastric procedure on an unknown date in (B)(6) 2019 and suture was used. The suture broke during use. The procedure was delayed 10 minutes. An alternate product was used to complete the procedure. There were no adverse patient consequences reported.